Manufacturer narrative:
At the visit on the site, the field service engineer replaced the laser head and performed a complete alignment of the system. The system meets specifications per service and installation record (sir). The root cause which lead to the replacement of the laser head cannot be identified conclusively. The most possible root cause is a defect of the laser head. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. According to serial number of laser head, this laser head has a c-ring sealing inside the laser head. This is a known issue and was addressed by the supplier: the root cause is the leakage of the c-ring sealing inside laserhead. The supplier has improved the sealings and implemented o-ring sealings. The root cause is the leakage of the c-ring inside laserhead. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Possible laser head gas leak was noted by the company field service engineer during service. There was no patient or employee harm.